Manufacturer narrative:
One device was received for evaluation for the complaint that a blockage alarm occurred. The review of event log found that a "high pressure" alarm was recorded in the event log multiple times. During 12-month service history found that has received one repair request in the past one year. The most recent repair request was made on (B)(6) 2025. The visual and functional testing was performed. The test results (the measured values) lied within the product specifications and no reported issue was confirmed. The device was returned to the customer with no repair provided to it.

Event description:
It was stated that a blockage alarm occurred. The event occurred during patient use at the patient's home. There were patient involvement and no patient harmed reported.